Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading ¿low¿ all day. No bg meter comparison value was taken. The patient self-treated with orange juice and coke. Around 12pm, the patient started vomiting and she had a stomachache. The patient called 911 and once they arrived, the patient¿s bg meter reading was ¿high¿. The patient was treated with IV fluids and insulin injections. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.